Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. On the same day as the onset, the patient was hospitalized for the peritonitis. On an unreported date, the patient began treatment with injection (inj) heparin (intraperitoneally (ip), dose, duration and frequency not reported), inj fortum (1gm, twice a day, ip, duration not reported) and inj reflin (1gm, twice a day, ip, duration not reported) for the peritonitis event. At the time of this report, the patient was recovering from the peritonitis event. The action taken with pd therapy was not reported. No additional information was available at this time. This is report 1 of 3 involved in this event.